Event description:
It was reported that this pacemaker experienced accelerated battery depletion, with the clinic advising a software fix to prevent rapid drain. The patient is pacemaker-dependent. Technical services (ts) clarified the device is within the expanded population requiring smr and in-clinic interrogation. Battery longevity explained generally; physician referral made for exact estimate. Currently, this product remains in service and no adverse patient effects were reported.